Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has diminishing r-wave sensing and increasing pacing thresholds. A follow up with the patient¿s healthcare provider yielded that the physician is monitoring the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient has been very dry. The rv defibrillation impedance has been varying. The lead continues to be monitored.